Event description:
It was reported that after placing the guide wire across a lesion in the mid lad, another company's balloon was advanced over the guide wire. The guide wire was being removed in order to exchange it, when resistance was encountered. Upon inspection outside of the body, a separation of the guide wire was noted approximately 40cm from the distal end. The procedure was completed with another guide wire.